Event description:
It was reported that during the implant attempt, the left ventricular lead was connected. The lead then dislodged and the lead was unscrewed and repositioned. After repositioning the lead, the physician was unable to screw the lead in the header again. The screw may have been out too far. The device was not used and a new device was implanted. The left ventricular lead was implanted. No patient complications have been reported as a result of this event.